Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a thyroidectomy on (B)(6) 2011 and suture was used. (B)(6) after the procedure, the patient developed fluid accumulation under the area of the incision. The fluid collection was surgically drained twice. It came back a third time (B)(6) after the surgery and it was a hard lump which affected her swallowing. The patient was told by the physician that it would absorb. The patient felt that the fluid collections could have been the result of sensitivity to the suture, however, she stated her physician dismissed the possibility of a suture allergy causing the fluid accumulations. The patient reported that her neck muscles were wound up and it is difficult to keep her head up looking straight for very long and also hard to look up and tilt her head back. At (B)(6) postoperative, the patient stated she felt itchy inside her neck up to the jaw line and cheeks.